Event description:
It was reported that when the settings were being switched over to the analyzer a message was received that the connection was lost to the programmer. The analyzer was replaced and communication was restored. The analyzer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Device found out of electrical specification. Connector pins on patient input connector are damaged.